Event description:
During an atrial fibrillation ablation procedure, a faradrive steerable sheath was selected for use. Upon insertion of the catheter into the sheath, excessive air was observed within the sheath. No physical damage to the sheath was identified. No leaks were observed, no damage to the luer was noted, and no source of fluid leakage could be identified. The faradrive sheath replaced with another sheath. The procedure was subsequently completed successfully. No patient complications occurred, and the patient recovered fully.